Manufacturer narrative:
(B)(4).

Event description:
Covidien received MDR file report number: mw5062520, . Event date: (B)(6) 2016, event report type: malfunction, adverse event: shiley tracheostomy cuffed size 6 trach lot# 15f0800jzx event description: s/p lung transport, s/p tracheostomy, trach cuff size 6 tube leaked, required two tube changes due to leaking. Covidien has requested additional information from the reporter.